Event description:
It was reported that the 9900 system would not x-ray. Also the vertical lift column would hesitate. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into service.